Manufacturer narrative:
An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
Sucker / vent tubing harder than normal.

Manufacturer narrative:
The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. When its' provided we will send a supplemental report with our additional findings. We continue in our efforts to follow up with the customer for its' return. (B)(4).

Event description:
Sucker / vent tubing harder than normal.

Manufacturer narrative:
Date received by manufacturer: 04/19/2016.

Event description:
04/21/2016 (B)(4): sucker / vent tubing harder than normal.